Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer has an issue with a gastric tube. The customer states the gastric tube was placed on (B)(6) 2010. At some point after placement, the gastric tube dislodged from the patient's stomach and entered her peritoneum. It does not appear that there was any component separation. The pt passed on (B)(6) 2010. The user facility reports that the pt was an elderly pt with comorbidities.